Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was unable to adjust the ipap (inspiratory positive airway pressure). The device was in clinical use when the issue occurred. No patient or user harm reported. Per the km reported that the screen cable was observed to have poor contact. The customer reinserted the screen cable, and the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.